Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an out-of-range impedance alert was issued for the left ventricular (lv) channel of this cardiac resynchronization therapy defibrillator (crt-d). Initially, the out-of-range measurement was not listed in device memory. Boston scientific technical services (ts) discussed it was likely that the 24-hour-period was still in progress. The patient conducted a patient initiated interrogation with a resulting lv impedance measurement of greater than 2500 ohms. It was noted that the patient had an upcoming device check scheduled. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was later explanted when the lead was surgically abandoned as a device with a quadripolar connection was needed. No adverse patient effects were reported.